Event description:
The customer reported that the spectrum pump does not detect that a tubing set is removed. The customer stated that when the pump turns on the pump signals to load point three. There was no pt involvement. No further info was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.